Event description:
The clinical engineering department performs an acceptance test on every resuscitation bag before the product is placed into use by the hospital. Nine bags have recently failed our inspection. The reservoir bags have several cuts 2-4 inches long. These cuts tend to be located at or near the fitting that attaches to the hand operated bag. This problem has been found in four different lot numbers (06184004, 06072004, 06348187, 06345187).